Event description:
During preventative maintenance of the device, the service representative reported the roller pump was jerky when trying to rotate. The system has not been in clinicial use for one year. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not completed.